Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and shows the tighten assembly screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. The device blade and hand activations buttons were tested with footswitch and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, ace36e : hp054 failed to recognize those disposables; hp054 : failed to recognize disposables. Unknown how the procedure was completed. There were no adverse consequences for the patient reported.